Event description:
It was reported that during an unknown procedure, several structural leakage problems with trocars were noted. The trocars had several problems during operation in a range of losing "pneumoperitoneum" to having a lot of co2 loss higher than normal. The trocars have leakage through the rubbers/seals and when an instrument is in the trocar. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.